Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each pkg-hydro gw stf std an180-035 returned reloaded into the dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented an overall length of 181cm and a finished diameter of .03375" to .03410". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After flushing with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented skived/cut damage in a proximal to distal orientation located 40.3cm to 61.4cm from the distal tip, exposing metallic core wire. The missing polymer jacket material distal of the skived/cut damage was not returned with the specimen. The specimen also presented bend damage at 10.9cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use, warnings: do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle or metal dilator may result in destruction and or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. To prevent possible tissue damage, care should be taken when manipulating a device over a zipwire hydrophilic guide wire during the device's placement or withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire¿ hydrophilic guide wire and/or catheter and determine the cause under fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling and/or procedural factors have contributed to the event as reported. If any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: the operator performed a drainage of pleural and abdominal complex collection case using the materials reported earlier. He successfully positioned the guidewire in the collection space and then forwarded the drainage catheter/canula assembly to position the drainage catheter. He then retracted the cannula, and he confirmed drainage of the collection. During the final CT run, he noticed a part of the guidewire cover extending beyond the edge of the guidewire. Removing the wire left a portion of the guidewire coating into the collection space. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: as there was no way of percutaneous resolution, the patient was referred to laparoscopic surgery to remove the piece of material. What is the next course of action?: laparoscopic surgery to remove the piece of material. Patient present at time of event?: yes. Patient complications: additional intervention required. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: a piece of the zipwire coating flapped out of the wire and remained in the patient. Medical or surgical interventions: laparoscopic removal of foreign body from the area patient admitted to hospital beyond the standard of care: no. Patient outcome: the issue is ongoing. Reason for unsuccessful procedure: although drainage was successfully performed, a part of the guidewire coating remained on the patient, therefore additional treatment was required. Based on the outcome noted above, was the patient sedated when the procedure was cancelled?: yes. Local anesthesia device acquired from a distributor?: no. Additional information received 12 july 2024: 1. Is the arrow echogenic introducer needle noted in the wip report a metal needle? Yes it is. 2. Patient condition: a. What is the patient's current condition? Stable and discharged. B. Has the laparoscopic surgery to remove the piece of material taken place? Yes it has.

Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. An image of the device was provided. The customer supplied image presented skived/cut damage by exposing an undetermined length of metallic core wire. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use, warnings: do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle or metal dilator may result in destruction and or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. To prevent possible tissue damage, care should be taken when manipulating a device over a zipwire hydrophilic guide wire during the device's placement or withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire¿ hydrophilic guide wire and/or catheter and determine the cause under fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel. If any further relevant information provided, a follow up medwatch report will be submitted.